Manufacturer narrative:
Product complaint #(B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, during and unknown procedure the outer sleeve of reduction tower was bent during rod reduction. Surgical delay is unknown. There were no patient consequences. Procedure outcome is unknown. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).